Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in house testing of a retained reagent kit lot 60350be01. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. In addition, the clinical sensitivity of the lot was evaluated by testing a commercially available seroconversion panel. The seroconversion panel results were compared to architect anti-hbc ii test results provided by biomex. The lot detected the same bleeds as reactive for the seroconversion panel. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I anti-hbc ii reagent lot 60350be01 was identified.

Event description:
The customer observed a false nonreactive alinity I anti-hbc result for 81-year-old female patient diagnosed with bronchiectasis and infection. The following data was provided: anti-hbc 0.21 s/co (nonreactive), repeated 1.83 s/co (reactive), the reactive result was reported to the clinician, hbsag 0.00 iu/ml (nonreactive). Anti-hbs 225.77 miu/ml (reactive). Hbeag 0.35 s/co (nonreactive). Anti-hbe 0.03 s/co (reactive). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false nonreactive alinity I anti-hbc result for 81-year-old female patient diagnosed with bronchiectasis and infection. The following data was provided: anti-hbc 0.21 s/co (nonreactive), repeated 1.83 s/co (reactive), the reactive result was reported to the clinician, hbsag 0.00 iu/ml (nonreactive). Anti-hbs 225.77 miu/ml (reactive). Hbeag 0.35 s/co (nonreactive). Anti-hbe 0.03 s/co (reactive). No impact to patient management was reported.